Manufacturer narrative:
Medical determination is that although an unlikely occurrence, this event has been deemed a serious malfunction duet to the increased risk to the pt of contracting a urinary traction infection because the leaking catheter must be changed. Reported to the FDA on march 06, 2013. (B)(6).

Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). Complaint rec'd as follows "they are leaking and user is tired of getting pee on their clothes all the time."